Event description:
It was reported that the customer received a failed battery test alarm. It was stated that the buttons were not responding. It was stated that the battery was showing full charge and now it is empty. Customer also received a no delivery alarm after bolus delivery. Blood glucose value is 256 mg/dl; unable to treat, needs set change. It was stated that the alarm is not cleared the failed battery test alarm will recur with each new battery inserted. Contacts on the battery cap are not missing or damaged and battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and reinsert the battery; customer did not receive a failed battery test. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.